Event description:
It was reported that the customer found insulin in between the o-rings of the reservoir after manually pressing on the plunger. The customer had been experiencing high blood glucose levels of 600 mg/dl and receiving the no delivery alarm. The customer stated that his meter was notifying him that he was high. The customer stated that there was insulin fluid in the reservoir compartment of the insulin pump. The customer stated that there was leak past the 2nd o-ring of the reservoir as well. Troubleshooting was done. Advised customer to return the reservoir for analysis. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.